Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results as compared to the another meter. However the results are not provided for either device. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.